Event description:
It was reported that the patient has a painless oedema on the implant site that appeared approximately 2 weeks after the first fitting in concomitance to lack of auditory sensation. During the first fitting, the patient had good access to sound, while at the second fitting, the patient had no hearing sensation. Reimplantation is considered but not scheduled yet.

Manufacturer narrative:
The baclofen pump failed for the patient which caused him to go through withdrawal. This was noted in the ed. The patient was not stable enough to bring to surgery until three days later to exchange the pump.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor device external hose was ruptured on the hand-piece side. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, a post-operative infection at the incision is reported. However, a review of th device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that the patient has a painless oedema on the implant site that appeared approximately 2 weeks after the first fitting in concomitance to lack of auditory sensation. During the first fitting, the patient had good access to sound, while at the second fitting, the patient had no hearing sensation. The patient has been re-implanted.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.